Event description:
According to the user: could not change the fio2 from 70% to 100%. I stopped the monsoon and started it again, but it 'froze' and would not restart. The patient became hypoxic and we had to change to anaesthetic machine ventilation as an emergency.